Manufacturer narrative:
Investigation results: the associated complaint device was returned to be evaluated. The lag screw driver was not returned only the shaft. The visual inspection of the returned device confirms the stated failure. A portion of the threads broke off of the shaft. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation did not determine a specific cause of the failure; however the device shows significant signs of use. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported the tip of retaining rod broke off inside lag screw.